Event description:
Customer reportedly received results of 260 mg/dl and 132 mg/dl within 10 minutes on the aviva system. No adverse event reported. No actions taken based on device results. Requested return of suspect device and replacement was sent.